Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that sensor was not staying on. Customer also reported that threshold suspend did not turn on but it was resumed accidentally by customer. Customer states that blood glucose was 33 mg/dl and sensor glucose was 43. Customer also needed assistance programming bolus wizard.